Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine generator change. X-rays revealed that the right ventricular lead had externalized conductors. Programming changes were made to the new device. Patient was stable post procedure.